Event description:
It was reported "patient sent in from civp with leaking PICC -flushing -PICC flushed and notes n/s -PICC had been inserted (B)(6) 2024 at another facility." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence however additional information was provided and it was determined that a reportable event had not occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported "patient sent in from civp with leaking PICC -flushing -PICC flushed and notes n/s -PICC had been inserted (B)(6) 2024 at another facility." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.